Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history of the reported lot revealed no other incidents. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a lesion in the left popliteal with no tortuosity and no calcification. After inflation of the 5mm x 60mm x 135cm armada 35 balloon dilatation catheter (bdc) to rated burst pressure, a leak was observed at the hub. The leak was then observed to have stopped and the bdc was able to inflate enough to complete the procedure. After the procedure was completed, the bdc was inflated again outside of the patient anatomy, and the leak was again observed at the hub. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.